Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion above the knee. The 4.0x200 mm armada 18 percutaneous transluminal angioplasty (pta) catheter ruptured at 10 atmospheres. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported balloon rupture was likely due to case related circumstances. It is likely that the balloon interacted with the heavy lesion calcification causing damage to the outer surface of the balloon which subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.